Event description:
It was reported a 67 yo female patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 4 years 5 months post the initial procedure. The patient presented to the surgeon's office with complaints of pain, swelling, and stiffness in their right knee. An examination was done, and x-rays were performed and reviewed. The original poly implant was searched in the recall database and returned as an affected poly in the recall. The patient was scheduled for a right knee revision possible poly swap. The surgeon opened the knee joint, performed a synovectomy, and removed scar tissue. There was inflammation in the tissues and osteolysis around the implants. The surgeon then examined the implants. An osteotome and poly removal tool was used to remove the original poly implant. The original implant showed to be in pieces posteriorly and showed pitting and delamination on the surface. There were pieces of poly floating in the joint that had broken off the poly implant. The poly and its pieces were removed from the joint and the joint was irrigated well. Attention was given to the metal femur and tibia implants. The surgeon used a tamp/ dis-impactor tool to check the metal implants, which showed to still be well fixed. The tibia however had a large bone defect anteriorly. The surgeon requested and used bone graft to fill the void within the tibia. The surgeon mentioned it was osteolysis from the amount of poly wear. The surgeon used crc trials and trailed up to a 15mm poly. He felt the knee was stable, and requested that implant. The trial was removed the knee was irrigated and the surgeon made sure the bone void defect was filled. He then took the new 15mm crc poly implant and implanted it into the knee. The knee was closed. Patient was last known to be in stable condition following the event. The devices are available for return.

Manufacturer narrative:
Concomitants: (B)(4), 200-02-29 - three peg patella 29mm. (B)(4), 02-010-03-0320 - logic cr femoral cem, right, sz 2. (B)(4), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
The revision reported was likely the result of prosthesis wear due to a combination of axial rotation mismatch between the tibial and femoral components and patient-related conditions. A contributing factor to the severity of wear on the tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years.